Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath during a femoral angiogram procedure. Reportedly, contrast dye was being injected with a power injector, when the side-tube became detached allowing some minor blood loss. The reporter stated, that the blood hemoglobin level was checked after the event and confirmed there was no impact to the patient. The procedure was successfully completed without complications using a second introducer sheath.

Manufacturer narrative:
Conclusion - is evaluation of user facility information and the returned sample; is based on quality record and reserve sample evaluation. The involved device was returned and evaluated. Visual examination confirmed that the side-tube had separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. Inspection and testing of retained samples confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the event description and returned sample appearance are consistent with over-pressurization of the tubing during injection of the contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.